Event description:
Patient informed pharmacy that her cadd legacy pump (B)(4) shut off and then reset to standard settings. She was informed pharmacy would ship her a new pump and a box to return the malfunctioning pump. She has a working back up pump and is not missing any drug therapy. No other information is known.